Event description:
It was reported there was a lead fracture, and then a new device from a different manufacturer was implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), product typ extension, product ID 7434-e, serial# (B)(4), product typ programmer patient, product ID 3487a, lot# l47953, implanted: 2000 (B)(6), product typ lead. (B)(4).